Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Per tandem's user guide: never reuse cartridges or use cartridges other than those manufactured by tandem diabetes care. Use of cartridges not manufactured by tandem diabetes care or reuse of cartridges may result in over delivery or under delivery of insulin. This can cause hypoglycemia (low bg) or hyperglycemia (high bg) events.

Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, customer refilled old cartridges with insulin and uses cartridges past labelling. There was no adverse impact to blood glucose. Customer declined further troubleshooting with tandem technical support to resolve the issue.